Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2022. The pediatric patient experienced a skin reaction with itching and redness under the overlay patch, which occurred same day the sensor had been inserted. The reaction was treated with an oral unspecified antihistamine medication provided by the reporter and prescribed for this event by a doctor. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).